Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on an unknown date. During procedure, there was no opening of the first flange of the axios stent. The physician reported that his position was stable with no constraint on therapeutic echo-endoscopy and that all the preparation stages were proceeding normally, with no obstacle or anatomical constraint. He waited for a while and then attempted to move the opening mechanism to resolve the issue, hoping the first flange would open. However, this was unsuccessful. The procedure was then completed by replacing and using another device. There were no patients complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of an additional intervention required to address the puncture site on a potential common bile duct procedure, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a procedure performed on an unknown date. During procedure, there was no opening of the first flange of the axios stent. The physician reported that his position was stable with no constraint on therapeutic echo-endoscopy and that all the preparation stages were proceeding normally, with no obstacle or anatomical constraint. He waited for a while and then attempted to move the opening mechanism to resolve the issue, hoping the first flange would open. However, this was unsuccessful. The procedure was then completed by replacing and using another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block d2b pro code (product code) has been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of an additional intervention required to address the puncture site on a potential common bile duct procedure, due to the risk of bile leakage into the bile duct following the puncture. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.